Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On may 19 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio 2 meter would not power on. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue occurred at 10:00am on (B)(6) 2016. The patient manages her diabetes with insulin and metformin pills and denied making any changes to her usual diabetes management routine in response to the alleged issue. The patient reported that ¿immediately¿ after the alleged issue occurred she developed a symptom of ¿dizziness¿ and that at 09:00 to 09:30 am on may 15 2016 she visited the emergency room where she had her blood glucose tested, giving a reading of 69mg/dl then 113 to 114mg/dl. During troubleshooting the cca noted that the meter did not power on when prompted by inserting a test strip or pressing the power button. The batteries did not require replacing and there was no apparent misuse of the device replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not report developing symptoms that meet lifescan¿s criteria of severe hypoglycemia or hyperglycemia, nor receive any medical intervention for either of these conditions. This complaint is being reported as the alleged issue was not resolved with troubleshooting.